Manufacturer narrative:
Blocks a1: patient identifier, b5, d1, d4, e1, g1 and h6 have been updated based on the additional information received august 19, 2022. D1 (brand name): pinnacle pelvic floor repair kits d4 (model number): m0068317050 d4 (lot number): 0ml9033003 g1 (MFR site information): MFR site facility name: freudenberg medical mis inc MFR site address 1: 2301 centennial boulevard MFR site city: jeffersonvillee MFR site state: in MFR site zip/post code: 47130 MFR site country: united states. Block a1: meshc-20211001-8798a7d7 . Block b3 date of event: date of event was approximated to october 22, 2009, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). (B)(6) hospital. Block h6: patient codes e2330 and e0206 capture the reportable events of pain (back pain, groin pain, hip pain) and unspecified mental, emotional or behavioural problem (psychological damage). Impact codes f12: serious injury/illness/impairment and f2303: medication required have been used to capture ovestin for pain.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was implanted during an anterior vaginal wall repair with mesh pinnacle procedure performed on (B)(6) 2009 for the treatment of the patient's grade 3 cystocele. Post-procedure, the patient experienced complications and nonsurgical treatment(s). Patient symptoms include: back pain, groin pain, hip pain, difficulty in bowel movement, incontinence not present prior to the procedure, recurrent incontinence, and psychological damage. Nonsurgical treatments: on (B)(6) 2009, the patient commenced a topical treatment including oestrogen cream, ovestin, for the treatment of pain for over a few years. Moreover, the patient had treatment to manage her incontinence since surgery.

Event description:
It was reported to boston scientific corporation that a pinnacle was implanted on (B)(6)2009. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; groin pain; oth pain (hip); diff bowel; incont not pres; rec incont; damage; psych. Nonsurgical treatments: on (B)(6) 2009 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: treatment of pain. Treatment duration: few years. On (B)(6) 2009 the patient commenced other (please specify) for the treatment of: manage incontinence. Treatment duration: since surgery.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.